Manufacturer narrative:
(B)(4). Investigation / evaluation: during the course of investigation, a review of the complaint history, instruction for use (IFU), quality control (qc) and a visual inspection of the returned used and damaged device was conducted. The visual examination determined there was a bond separation. The device is inspected per quality control specification; confirming correct size and type of tubing and the correct length of distal bonded tip. There is a 100% confirmation of the length of sheath and dilators and that the correct marker band tubing has been used. In addition, the marker band is confirmed to be completely covered by material, not visible and must not protrude through tubing. An instructions for use (IFU) is provided that cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Design verification has confirmed sheath strength per iso. Based on the information provided and the results of the investigation, it is likely that user technique contributed to the failure. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Per the qera (quality engineering risk assessment) no further action is required at this time.

Event description:
During a laser arthrectomy of the left sfa and angioplasty procedure, a slight resistance was met when the sheath was being removed. The braided coil was found to be protruding from access site and the sheath tip remained in patient. The tip of sheath was located in the common femoral and was removed from the patient in the operating room. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Lot # was requested but not provided. (B)(4). The event is currently under investigation.

Event description:
During a laser athrectomy of the left sfa + angioplasty procedure, a slight resistance was met when the sheath was being removed. The braided coil was found to be protruding from access site and the sheath tip remained in patient. The tip of sheath was located in the common femoral and was removed from the patient in the operating room. The patient did not experience any adverse effects due to this occurrence.